Event description:
The monitor kept rebooting after the catheter was connected. The device were not kept by the hospital and will therefore not be returned. The incident occurred shortly after implantation (implantation in the operating room with calibration on pressio 1: no reboot, then transfer to the intensive care unit and connection to pressio 2: reboot).

Event description:
The monitor kept rebooting after the catheter was connected. The device were not kept by the hospital and will therefore not be returned. The incident occurred shortly after implantation (implantation in the operating room with calibration on pressio 1: no reboot, then transfer to the intensive care unit and connection to pressio 2: reboot).

Manufacturer narrative:
The device was not returned for inspection. The traceability analysis was in compliance. The root cause could not be determined.